Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop spots on the lungs. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination on the outside of the device. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination in the humidifier as well as in the reservoir tank and inside of where the dry box sits. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer powered on the device, verified airflow and the device operated properly. The manufacturer concludes there was evidence of contamination in the humidifier as well as in the reservoir tank and inside of where the dry box sits. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient state that eye irritation and develop spots on the lungs and. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop spots on the lungs. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.